Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the "device hacking" and settings changing unexpectedly was not determined. The rep with patient at clinic on 03/04/26 at 10am. Connected with patients handset device. No ¿device hacking message¿ was displayed. Connected successfully in clinician mode. Ran device data report. Was unable to transfer report to pc after multiple attempts. Patient had been sent a new handset. Brought new device to appointment. Successfully connected patient with new handset. Instructed patient to mail back old device in prepaid envelope for further interrogation upon receipt of suspected ¿hacked handset¿. It was reported that the issue was resolved. Patient was unaware of therapy settings during timeframe of ¿hacked handset¿. Current therapy settings upon connection with handset in question were program 1 @ 1.4. Patient articulates they felt stimulation in penis appropriately. Stated this device ¿changed their life¿ when asked if therapy was working for them.

Manufacturer narrative:
Continuation of d10: product ID a52300 , serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a52300 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a b3: event date is month/year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that at first following implant they were getting up once or twice a night, and they were very happy with their device. They had it turned on at 1.0 and it was great. Then in september "someone hacked" their programmer, and they saw a message on the programmer screen that said "you have a bug" in big white letters and there was a button that said "clear device". The patient pressed this button, but the device did not work and sometimes it would come on and sometimes it would not. The patient stated "they could not tell how much electricity was going through them" until december. The patient stated there was a whole week where they peed all over themselves and they could not stop it. They were coming home from town one day and all of the sudden their bowels turned loose and had uncontrolled fecal incontinence. They checked their programmer, and "someone who hacked" their device turned it down to a 0.7. "That screwed all their guts up" and everything "went loose". The patient finally got it turned up to 1.1 about an hour later. When they went to the doctor yesterday, the doctor turned it up another point using the patient's programmer. Patient services (ps) asked if the doctor performed a device check during the appointment, and the patient said no. They said that their doctor told them to call the manufacturer to see if they could clear their device. The patient still thought that they had a bug in it somehow because sometimes it worked and sometimes it did not. The patient said they finally got it acting right a little bit, but it would come on sometimes. The pictures were clear, but it was slow. The patient thought the implant itself was working great, and the programmer issues were getting better as the days go on. Ps consulted with healthcare it (hcit) and reviewed with the patient that the handset did not have cellular or wifi enabled and therefore would be very unlikely for hacking to occur. The agent reviewed expectations that the implanted device settings couldn't be changed from a remote distance, and the communicator would have to be directly against the implanted device in order to change the amplitude. The patient stated they kept their programmer in their home with them, live by themselves, and didn't even have one visitor a year. They did not know how this happened. The agent requested the patient return the programmer to the manufacturer and a new one would be requested from repair.

Event description:
Additional information was received from the manufacturing representative (rep) 2026-feb-26. The rep reported that the issue had not yet been resolved. They had attempted to contact the patient and healthcare provider (hcp). They reported that steps taken to resolve the issue included that they would attempt to connect with the patient in person and interrogate the device in the clinician app.

Manufacturer narrative:
Continuation of d10: product ID a52300 lot# serial# unknown, product type software . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.